Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a fall, bradycardia and lightheadedness. The right ventricular (rv) lead exhibited fracture, loss of capture, undersensing, non sensing with unipolar switch, intermittent sensing and high impedance. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.